Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a robotic sacrocolpopexy procedure. According to the complainant, during the procedure, the bladder was perforated. The procedure was not completed and the patient was catheterized with a foley catheter as well as two urethral catheters. The patient's condition is now reported to be "fine".

Manufacturer narrative:
Product unavailable for analysis.